Manufacturer narrative:
(B)(4).

Event description:
Received info, the pt had his device explanted due to infection. His physician stated the pt did not follow up as he was suppose to and due to this, they were not able to promptly treat the infection. If the pt had kept his appointment as scheduled, they would have been able to treat the infection with antibiotics. Pt did not report any pain or other symptoms of the infection until it was too late and the device had to be explanted. The scs system was working properly for the pt and at some point, pt will go on to be re-implanted. Pt is doing fine and has healed well since the generator was removed.